Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, intra-op, the screwdrivers stripped and broke upon screw insertion. Screws were inserted in the patient and the tips of the drivers broke off and cold welded in the screw. The tips of the drivers were removed and did not remain in the patient. There were no patient complications.